Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that, after cervical cerclage surgery, there was no urine flow found upon insertion of the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after cervical cerclage surgery, there was no urine flow found upon insertion of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after cervical cerclage surgery, there was no urine flow found upon insertion of the catheter.